Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. A root cause has not been identified. Possible causal factors may be sample processing related. Review of the pcr curves for these runs showed no abnormalities. Amplification is observed for all target channels which were called positive. These appear to be true positive results for both sars-cov-2 and flu a.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for three patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged 3 patient samples initially generated a positive result for sars-cov-2 and influenza a and a negative result for influenza b. The same samples were retested on a different cobas liat system which yielded a negative result for all targets. All results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 3 mdrs will be filed.